Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided. Section a6: race: unknown/not provided. Section d6a: if implanted, give date: unknown, as the extent of patient contact is unknown. Section d6b: if explanted, give date: unknown, as the extent of patient contact is unknown. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon insertion of the preloaded multifocal toric intraocular lens (iol) into the patient¿s right eye, the surgeon noticed that there was damaged to the lens on the periphery of the optic. It was noted that the issue was identified during handling/preparation. It is unknown if medical or surgical intervention was required. The surgery was completed in the same procedure. There was patient contact but the extent of contact is unknown. There was no patient injury. Patient outcome is unknown. No further information was provided.